Event description:
It was reported that the patient experienced diaphragmatic stimulation after the device was programmed to left ventricle only pacing. The left ventricular lead was reprogrammed to minimize the stimulation. The patient presented in the clinic in (B)(6) 2015 experiencing diaphragmatic stimulation. Upon device interrogation, the left ventricular lead exhibited high capture thresholds. Lead imaging revealed that the lead had dislodged. It was noted that the patient had been twiddling the device. The lead was explanted and replaced on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).